Event description:
It was reported that the 9600 system would not completely boot during the initial boot-up. The workstation booted properly, but the c-arm had checksum error displayed and the system would not image. The issue reoccurred during a reboot. There was no pt involvement.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the floppy drive, reloaded software, and replaced the s-ram and boot prom. The system operates as intended.